Event description:
Upon receiving a 1.5mm pt 90 degree pick, it was reported the ¿tip was bent¿ when the package was opened. However, analysis confirmed the tip was broken and not bent. There was no patient impact or injury reported as a result of this event.

Manufacturer narrative:
(B)(4) - break; material fragmentation. In response to medtronic¿s request for device return, the device was received by medtronic¿s us manufacturing site for evaluation (detailed as follows): one device was received, product number 3722067 from lot 130701. Analysis found no evidence of biological contaminants and no signs of use ... However, a portion of the tip measuring approximately 1.5mm in length was broke off and was not in the package or in the tip protector. The break point showed deformation consistent with the right angled tip bent in a distal direction before the breakage. There was no evidence of improper manufacturing and there was no significant damage to the packaging to indicate shipping damage... Therefore manufacturing has been ruled as a potential cause, however based off of the size of the tip damage this does not necessarily rule out shipping and handling. The information most likely indicates the tip was bent and broke during the removal of the tip protector which is evident by the scrape proceeding toward the end on the inside diameter where the tip would have been, which is not likely to have occurred unless the tip was still attached and facing outward as shown on the product assembly drawing. Based on the observations; the most likely underlying cause is consistent with, mishandling. Result: stress problem; fracture problem. This device is used for therapeutic purposes.